Manufacturer narrative:
Additional narrative: (B)(6). Additional procode: hrx. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, balloon kyphoplasty was performed. The surgeon placed the access kit and wanted to perform the balloon through the trocar. This was not possible because the balloon did not go through the lumen of the trocar. Surgeon used a different access kit in the vertebral bodies, and this balloon showed an irregular shape. The surgeon stated that he has never before observed this with synflate devices. The lumen is different in both kits. One of the inner trocars does not fit into the outer trocar; therefore, the balloons could not be placed through the outer trocar. Intraoperatively, it turned out that vertebral bodies were osteoporotic. Needles could be introduced into the bone without hammering. Surgery was completed successfully, with a twenty (20) minute delay. Patient outcome is okay. This report is for a synflate balloon/large-sterile. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.804.702s; lot: 0417020; manufacturing site: selzach; supplier: biotronik ag; release to warehouse date: 23. May 2017; expiry date: 01. May 2019. The device history record shows this lot of 27 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: the returned synflate l balloon was forwarded to the supplier evaluation. The statement below is a summary of their investigation. In the as-returned condition the complaint instrument shows signs of inflation. During the technical investigation functional testing was conducted, but the device did not inflate since water was leaking from the balloon. The balloon has burst longitudinally with the rupture extending over a length of 14 mm. Microscopic inspection of the balloon surface revealed several deep scratches in close vicinity to the fracture site. The transport mandril is inconspicuous and can be removed from the device, but friction is felt. Review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was· manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection, including a leakage test. Based on these findings it seems likely that the root cause for the complaint event is related to external factors during the procedure (i.e. Balloon damage due to sharp solid bone fragments). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.